Event description:
An unknown size racer rx coronary stent system was inserted into a patient for the treatment of an unknown lesion site. The vessel morphology was not reported. It was reported that the device snapped into two pieces. The physician removed the device with a snare successfully. No additional clinical sequelae were reported. The patient's condition was not reported. Please note that this device (racer rx/ lot number unk) is distributed outside the united states. However, it is similar to the united states distributed product racer otw.

Manufacturer narrative:
Conclusions: lack of information.